Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products : part: 00801803602, lot: 61543434, femoral head 12/14 taper. Part: 00875101136, lot: 61366022, liner neutral 36 mm i.d. Size jj. Part: 00875705401, lot: 31550463, shell with cluster holes porous 54 mm o.d. Size jj. Part: 00771300900, lot: 61574041, modular femoral stem press-fit size 9. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00346, 0002648920-2021-00347, 0001822565-2021-02983, and 0001822565-2021-02985.

Event description:
It was reported that the patient underwent a right hip arthroplasty and subsequently was revised 9 years later due instability, subluxation and dislocation and pain. Elevated metal ions were noted. During the revision the surgeon was unable to remove neck from taper, and elected to retain stem as it was cold-welded. All other components revised. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent a right hip arthroplasty revision to address pain, instability, subluxation and dislocation approximately nine (9) years post-operatively. During the revision the surgeon was unable to remove neck from taper, and elected to retain stem as it was cold-welded. All other components were revised. Initial operative notes noted no intraoperative complications. Revision operative notes identified brownish colored fluid in the joint and the hip was found to be dislocated when the capsule was opened. The head, shell and liner were removed and some significant anterior wall bone loss was noted. The neck could not be disassociated from the stem and neither were revised. No intraoperative complications relevant to the reported event were identified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Medical records received were received and confirmed the patient had a tendon tear, elevated metal ions as well as brownish fluid and necrosis in the joint. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.